Manufacturer narrative:
(B)(6). Visual assessment confirmed the distal tip of one device has broken off where it transitions from the shaft diameter to the tip diameter. The break area exhibits signs of plastic deformation resulting in ductile fracture. The portion of the shaft that remains attached to the handle is bent/bowed. Dimensional analysis of the device found it met print specifications. The additional devices that were returned show no physical damage. These devices were functionally tested and were found to function as intended. Condition of the damaged device is the direct result of excessive force placed on it during use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an accupass metal tip broke away from the inserter prior to release of monofilament. Tip was then retrieved from joint. The procedure was an anterior stabilization. The case was completed successfully with a competitor's device. There was no reported patient injury or surgical complication. No other complications were noted.